Manufacturer narrative:
Batch review performed on 24-jan-2025. Lot 2119474: 40 items manufactured and released on 12-apr-2022. Expiration date: 28-mar-2027. No anomalies found related to the problem. To date, 37 items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot 2300109: 31 items manufactured and released on 31-may-2023. Expiration date: 13-may-2028. No anomalies found related to the problem. To date, 30 items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k103721), lot 2304472: (B)(4) items manufactured and released on 06-apr-2023. Expiration date: 19-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: sms solid collared 01.36.152 sms collared solid stem std size 12 (k203041), lot 2206145: (B)(4) items manufactured and released on 20-sep-2022. Expiration date: 01-sep-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 5 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.